Event description:
Ous MDR - after an implantation time of about 50 months, it was reported that the ICD can no longer be interrogated. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The ICD first underwent an electrical analysis. The clinical observation was confirmed, the ICD could not be interrogated. The memory content of the device could therefore no longer be read. Next, the device was opened. A destroyed final shock stage of the electronic module was identified. This damage to the final shock stage indicates a shock delivery into an external low-ohmic shock path. In consequence, this led to a permanently increased current uptake and subsequently to a discharge of the battery and the resulting inability to interrogate the ICD. Sparkover traces or short-circuits that could be related to the clinical observation were not present either within the ICD or the connection system. The low-ohmic shock path clearly resulted from an external shock-circuit outside of the ICD. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In summary, the clinical observation resulted from a shock delivery into an external low-ohmic shock path. This conclusion can clearly be drawn from the damage manifestation of the damaged final shock stage. There were no indications of a material defect or manufacturing error.